Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported that his freestyle libre sensor pack was missing the sensor applicator. The customer subsequently lost consciousness, as he was unable to apply the sensor and monitor his blood sugar. The customer had contact with a healthcare professional, was diagnosed with hypoglycemia, and was treated with oral glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his freestyle libre sensor pack was missing the sensor applicator. The customer subsequently lost consciousness, as he was unable to apply the sensor and monitor his blood sugar. The customer had contact with a healthcare professional, was diagnosed with hypoglycemia, and was treated with oral glucose. There was no report of death or permanent injury associated with this event.